Event description:
The manufacturer received information alleging a ventilator "inoperative when attempting to test patient disconnect alarm. 50 in log". There was no harm or injury reported. The unit was scrapped, and the device was replaced by a new one.